Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).

Event description:
The customer reported via phone call indicating that they had no delivery alarm. Customer's blood glucose at time of incident was 600 mg/dl. Customer is reporting a past event. Customer reports alarm did not occur during manual prime. Customer reported that the issue was not resolved by changing complete set. Customer was taken to the hospital for high blood glucose. Customer does not have product to return.